Event description:
During a percutaneous transluminal angioplasty (pta) to the right vertebral artery, there was difficulty experienced advancing the powerflex p3 through the tortuous vessel. The product was delivered over a 0.035 radifocus, terumo guidewire. A pgw .018 sv short wire was inserted into the 7f shuttle sheath to support the radifocus wire as a buddy wire; however, there was friction encountered between the balloon shaft of the powerflex p3 because of the tortuous vessel shape and the tip of the wire kinked and became spiral shaped. However, the wire was advanced past the distal end of the sheath as it was and the wire tip became more spiraled and winded. The pgw .018 sv short wire became stuck and could not be retrieved from the sheath. The sheath was eventually removed from the patient and the pgw .018 sv short guidewire was removed by cutting away a portion of the spiral tip. The procedure was completed with other devices and a competitor's stent was placed in the target lesion. There were no adverse event to the male patient and he is in stable condition. The target vessel was moderately calcified and heavily tortuous with 90% stenosis.

Manufacturer narrative:
The product has been received for analysis; however, analysis has not begun. Additional information will be provided within 30 days of receipt.